Manufacturer narrative:
(B)(4).

Event description:
Since (B)(6) of 2014, every time the patient went in for a pump refill there was more in the reservoir than what pump interrogation said there should be. It was approximately 2-5 cc different each time. They were waiting to see if there was a volume discrepancy big enough to warrant replacing the pump. The physician had been increasing the pump dose 5% or so (not every time) due to the patient's spasticity. Per the ent (ear, nose, throat), the patient had spasticity on the left side of his vocal cords which affected his voice. The patient had dose increases on (B)(6) 2014, (B)(6) 2015. The following volume discrepancies were noted: on (B)(6) 2014, there were 8 cc's left over; on (B)(6) 2014, there were 8 cc's left; on (B)(6) 2014, there was nothing recorded on the reporter's printout; on (B)(6) 2014, there were 5 cc's left; on (B)(6) 2014, there were 4 cc's left; on (B)(6) 2014, there were 5cc's left; on (B)(6) 2014, there were 5 cc's left; and on (B)(6) 2015, there were 6 cc's left. The last pump refill was on (B)(6) 2015. At that time, they were told that they were going to watch it for a while. On (B)(6) 2015, a pump study was attempted. They tried to aspirate some spinal fluid out in order to inject the contrast and couldn't get any spinal fluid out and stated it was too dangerous to continue. The patient was given three options; the patient chose to have the pump replaced. The patient's dose was going to be reduced before the surgery. He had an appointment on (B)(6) 2015 to have the dose decreased with possible surgery dates of the (B)(6). The device system was delivering lioresal.

Event description:
It was reported that an alarm was heard. Telemetry was done and the alarm was not confirmed. The patient heard the pump alarming the past couple of days and heard it about 5 times. The alarm had 3 beeps in a row. It was also reported that a volume discrepancy occurred at the most recent refill on (B)(6) 2014. The actual reservoir volume (arv) was 8ml and the expected reservoir volume (erv) was 2ml. The patient was indicating to be medically okay, but that he was experiencing a little more spasticity than he used to. This occurred more in his upper extremities than in his lower. It was also indicated that the patient¿s leg had been spasming. These changes in condition were noted around the time of the last refill. It was further reported that, at the patient's most recent refill on (B)(6) 2014, the patient had been experiencing symptoms and the pump was interrogated. On (B)(6) 2014 information later received reported that in beginning in (B)(6) 2014, the patient had gone every two months for a pump refill. During each refill appointment, the old baclofen was taken out of the pump before putting the new baclofen in the pump. There was also more residual volume in the pump than expected quite a large amount, more than what was expected. The first time a volume discrepancy occurred, there was some concern, but an MRI had been performed and the clinician programmer showed that the pump was working properly. It was first thought there was a ¿granuloma or something¿ on the catheter. An MRI was done on the catheter in (B)(6) 2014, but there was no granuloma identified. Per the reporter, a contrast dye study had never been performed. There was still a large volume difference found at the pump refill appointments (greater actual reservoir volume than expected volume). The patient had experienced more spasticity and his voice was getting hoarser. The patient¿s healthcare provider had been made aware of the patient¿s symptoms. The patient¿s next pump refill date and alarm date was going to be in (B)(6) 2014. No patient outcome reported. Further follow-up was being conducted to obtain the information. If additional information is obtained a follow-up report will be sent. The device system was used to deliver baclofen.

Manufacturer narrative:
Analysis of the implantable pump (serial # (B)(4)) identified no anomalies. The device passed all functional testing in the laboratory. Analysis of the implantable catheter (serial #(B)(6)) identified no significant anomalies on microscopic inspection, the catheter was patent, and passed pressure leak testing. Initial patency testing found the catheter to be occluded. Occlusion broke loose during the decontamination process and passed subsequent patency testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The other relevant component includes: product ID 8709 serial(B)(4) implanted: (B)(6)2005 explanted: (B)(6)2015 product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative (rep) regarding a patient who was receiving an unknown drug at an unknown concentration and dose via intrathecal drug delivery pump for intractable spasticity and head/brain injury. It was reported that the pump was explanted in 2015 and the customer asked for analysis to be done. The pump was alarming and the rep wanted to shut it off before she sent it back for analysis. The pump off password was provided and/or information was reviewed on programming the pump off state. There were no reported symptoms. No further complications were reported/anticipated. Additional information was received from the manufacturing representative (rep) and healthcare provider (hcp) on january 04, 2018. It was reported the patient¿s pump had been replaced on (B)(6) 2015, and had been delivering 335 mcg of lioresal at a concentration of 2000 mcg/ml. The operative procedure was provided as catheter revision/intrathecal baclofen pump replacement. The pre-operative diagnosis and post-operative diagnosis was provided as dysfunctional intrathecal pump. It was reported the patient¿s pump had been implanted 2012, and the managing physician had noticed volume discrepancies in which there was more baclofen in the pump reservoir at refills than expected. On an unknown date, it was noted that the patient¿s physician had been increasing their daily infusion, and they were at 1460 mcg of baclofen per day. The patient reported their spasticity had been less well controlled. It was indicated an MRI had been performed the year before and it appeared that the catheter tip was at l3 level, which was indicated by the physician as sub-optimal. No granuloma was noted. Due to the worsening spasticity, increased requirements for baclofen, and high residuals noted in the reservoir at refills, a pumpogram was performed. The healthcare provider was unable to get a good return when aspirating the side port of the pump. Therefore, the procedure was aborted. A pump replacement and catheter revision was recommended. The patient was admitted on (B)(6) 2015 for their (B)(6) 2015 revision. The patient had required a downward baclofen titration in an outpatient clinic prior to the revision due to their high baclofen dose. The patient was titrated down to 350 mcg of baclofen per day. The patient¿s oral baclofen had been titrated to 30 mg four times daily. The patient had maintained a foley catheter for the past month and a half secondary to retention. Removal was attempted the week before, but was re-inserted secondary to continue retention. A positive urine culture was also found on (B)(6) [2015]. The patient reported daily bowel movements with occasional constipation, eats prunes daily, and voids over commode. On (B)(6) 2015, the following medical notes were provided as a pre-op exam for their (B)(6) 2015 revision: the patient denied fevers/chills, cp/sob, n/v/d. It was noted at baseline the patient was independent with transfers, mod independent with mobility (lofstrand crutches for short home/community distances, scooter for long distances), required min/mod a for adls, had difficulty with le dressing, worsened by history of left hip fracture status post fixation. He had a hinged left afo. He had not driven for a year. The patient¿s medical history included: a pmh of brainstem stroke ((B)(6)1995), the patient was on chronic anti-coagulation with warfarin with resultant left hemiparesis, ble spasticity status post itb pump, and left sided weakness and spasticity. The patient¿s history also included neurogenic bladder, and bph. The patient denied a family history of blood clots and neurologic disorders. The patient had quit smoking cigars years earlier, and denied etoh (previously an occasional drinker). Ros was negative per hpi and allergies included pcn. The pump and catheter were returned for analysis. Additional information was received from the healthcare professional via manufacturer representative. It was reported that the rep became aware that a pump was in pathology at the medical center that needed to be picked up. The rep picked the pump up and met with a hcp to get information as to why the pump was explanted and needed to be returned to the manufacturer. The pump was explanted on (B)(6)2015 due to volume discrepancies at refills. The hcp who explanted the pump and catheter on (B)(6)2015 requested the pump be returned to the manufacturer for analysis. The rep was notified of this event on 2018-01-04. It was unclear why the pump was not returned until now. It was not known when the pump initially began alarming. No further complications were reported. Additional information was received from a manufacturer's representative (rep) on 2018-jan-22. It was reported that the rep completed the return product form on (B)(6)2018, as opposed to (B)(6)2017, as was originally written on the form. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep) and healthcare provider (hcp) on january 04, 2018. It was reported the patient¿s pump had been replaced on (B)(6) 2015, and had been delivering 335 mcg of lioresal at a concentration of 2000 mcg/ml. The operative procedure was provided as catheter revision/intrathecal baclofen pump replacement. The pre-operative diagnosis and post-operative diagnosis was provided as ¿dysfunctional intrathecal pump. It was reported the patient¿s pump had been replaced in 2012, and the managing physician had noticed volume discrepancies in which there was more baclofen in the pump reservoir at refills than expected. On an unknown date, it was noted that the patient¿s physician had been increasing their daily infusion, and they were at 1460 mcg of baclofen per day. The patient reported their spasticity had been less well controlled. It was indicated an MRI had been performed the year before and it appeared that the catheter tip was at l3 level, which was indicated by the physician as sub-optimal. No granuloma was noted. Due to the worsening spasticity, increased requirements for baclofen, and high residuals noted in the reservoir at refills, a pumpogram was performed. The healthcare provider was unable to get a good return when aspirating the side port of the pump. Therefore, the procedure was aborted. A pump replacement and catheter revision was recommended. The patient was admitted on (B)(6) 2015 for their (b)(63), 2015 revision. The patient had required a downward baclofen titration in an outpatient clinic prior to the revision due to their high baclofen dose. The patient was titrated down to 350 mcg of baclofen per day. The patient¿s oral baclofen had been titrated to 30 mg four times daily. The patient had maintained a foley catheter for the past month and a half secondary to retention. Removal was attempted the week before, but was re-inserted secondary to continue retention. A positive urine culture was also found on (B)(6)2015. The patient reported daily bowel movements with occasional constipation, eats prunes daily, and voids over commode. On (B)(6) 2015, the following medical notes were provided as a pre-op exam for their (B)(6) 2015 revision: the patient denied fevers/chills, cp/sob, n/v/d. It was noted at baseline the patient was independent with transfers, mod independent with mobility (lofstrand crutches for short home/community distances, scooter for long distances), required min/mod a for adls, had difficulty with lower extremity (le) dressing, worsened by history of left hip fracture status post fixation. He had a hinged left ankle foot orthosis (afo). He had not driven for a year. The patient¿s medical history included: a past medical history of (pmh) of brainstem stroke (B)(6)1995, the patient was on chronic an ti-coagulation with warfarin with resultant left hemiparesis, bilateral lower extremity (ble) spasticity status post itb pump, and left sided weakness and spasticity. The patient¿s history also included neurogenic bladder, and benign prostatic hyperplasia (bph). The patient denied a family history of blood clots and neurologic disorders. The patient had quit smoking cigars years earlier, and denied etoh (previously an occasional drinker). Review of systems (ros) was negative per history of present illness (hpi) and allergies included penicillin (pcn).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a business partner on 2018-feb-16. It was reported that from (B)(6)2014 they had a volume of 3.7 ml that was thrown away. The reporter did not know the expected residual reservoir volume. It was noted that when they interrogated the pump it said one thing and then when they aspirated it was 2-4 ml extra that was discarded. On (B)(6)2014, the baclofen dose was increased 4% from 1299.6 mcg/day to 1349.7 mcg/day. On (B)(6)2014, the baclofen dose was increased 8% from 1349.7 mcg/day to 1451.6 mcg/day. On (B)(6) 2014, the dose was increased 4% from 1451.6 mcg/day to 1502.6 mcg/day. On (B)(6)2015, the patient's baclofen dose was at 1502.6 mcg/day and was actually decreased down to 1398.8 mcg/day. Baclofen (lioresal) was increased on (B)(6)2015 and prior to the increase the pump administered lioresal (2000 mcg/ml) at a dose rate of 1398.8 mcg/day. The pump currently (relative to (B)(6)2015) administered lioresal with concentration 2000 mcg/ml at a dose rate of 1462.6 mcg/day. It was clarified that the baclofen concentration remained 2000 mcg/ml the whole time. It was noted that with the patient's previous pumps, he was always on his back when they accessed the cap and then on (B)(6)2015, they had the patient lay on his left side to access the port regarding the attempted dye study. It was further noted that the microprocessor indicated that the volume of baclofen remaining in the reservoir was correct. The patient reportedly had a brain stem stroke on (B)(6)1995 which was the reason the patient received the pump. It was clarified that the previously reported hoarseness was caused by the brain stem cva in 1995 (cerebrovascular accident), with spastic hemiplegia and hemiparesis affecting the vocal folds (spastic left vocal cord). The patient was referred to speech therapy. In the spring of 2015, the patient began to experience increased urinary retention (noted neurogenic bladder from cva) with a rising psa (prostate-specific antigen) (values not reported). Subsequently, the patient underwent a prostate biopsy (results not reported). The urine culture was further clarified as positive for klebsiella oxytoca (treatment unknown). In (B)(6) 2015, the patient's weight was (B)(6). Following treatment and surgery (in (B)(6) 2015), the patient was (B)(6).

Manufacturer narrative:
Information refers to the main device, the other relevant component includes: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2015, product type: catheter; ubd:2007-06-22; UDI: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a business partner on 2018-mar-20. It was reported that with the exception of the weight loss, the events appeared to be either device or disease related. The following updated medical history was provided: in (B)(6) 2006, the patient started treatment with lioresal at an unspecified concentration at 1460 ug/day, intrathecally via the synchromed ii pump. After experiencing urinary retention in (B)(6) 2015, it was further indicated the patient received a foley catheter as an intermittent catheterization program failed. On an unspecified date, the patient underwent a turp (transurethral resection of the prostate). On (B)(6) 2015, the psa level was 8.3. On (B)(6) 2015, the patient was treated with unspecified antibiotics. Following the pump change on (B)(6) 2015, the itb (intrathecal baclofen) dose was dramatically reduced (not further specified) and on (B)(6) 2015, antibiotic treatment stopped. On (B)(6) 2016, the prostate-specific antigen (psa) level dropped to 1.16 and remained low at 1.3 on (B)(6) 2017. As of (B)(6) 2018, the patient was voiding volitionally and prostate biopsy results noted benign prostate tissue.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).